Event description:
It was initially reported that the patient has had less seizures since his generator battery has been depleted. Since this may indicate that the patient was having an increase in seizures with vns therapy the event is being reported. It is unclear if generator replacement surgery will take place but it has no occurred to date. Good faith attempts for more information have been unsuccessful to date.